Event description:
The user facility reported experiencing excessive bleeding around the valve during a left heart cath procedure. Follow up communication with the user facility confirmed: the procedure was being conducted through the right radial artery using 5fr. Jacky catheters; there was less than a quarter pint of blood loss; no intervention or transfusion was required; the procedure was completed successfully; and the patient's condition is reported as "fine."

Manufacturer narrative:
Although there was no reported impact to the patient, the event description indicates that some blood loss did occur. The estimated amount of blood loss was less than a quarter pint. The actual device has not been returned to the manufacturing facility. Therefore, the investigation was conducted based on a review of information provided by the user facility, retained samples and manufacturing quality records. Visual inspection of the retained sample did not find any anomalies or damage. Leak testing was performed on the sheath, no leak was noted. The sheath was inserted over a factory retained 0.035 inch guide wire and leaked tested, no leak was observed. The sheath was then inserted over a factory retained 6fr. Guiding catheter and leaked tested, no leak was observed. A review of the device history record indicated that there were no production related problems from this lot number. Although the exact cause cannot be determined based on the available information there is no evidence that this event was related to a device defect or malfunction. All available information has been placed on file in quality assurance for appropriate tracking, trending, and follow up. (B)(4).

Manufacturer narrative:
The involved device was returned to the manufacturing facility in (B)(4). Visual inspection of the sheath tube upon receipt did not find any anomalies. Visual inspection of the dilator found that the distal tip had been deformed into a crushed shape, implying that the tip hit against an object. The sheath was submerged in water and leak tested, no air leak was observed. The sheath was inserted over a factory retained 0.035in guide wire and submerged in water, a leak was observed. A leak was also observed when the sheath was inserted over a factory retained 6fr. Guiding catheter. The cross-cut valve was inspected under magnification in both cases. A gap was found to have generated between the cross-cut valve and the device inserted in it. The cross-cut valve itself was closely inspected under magnification. It was noted to have a flaw off center of the slit. This flaw appears to be the cause of the deterioration of the hemostatic performance of the actual sample. A review of the device history record indicated that there were no production related problems from this lot number. A review of the complaint files confirmed that this lot has not been reported previously. Although the cause of the reported event cannot be definitively determined based upon the available information, the event description is consistent with the dilator being inserted off-center of the crosscut valve, damaging the valve and resulting in the leakage noted. The potential for such an event is addressed in the product labeling with statements such as the following: "insert the dilator into the center of the sheath valve. Forced insertion of the dilator which misses the center of the sheath valve may cause damage, and result in blood leakage." All available information has been placed on file in quality assurance for appropriate tracking, trending, and follow up.

Event description:
This report is being submitted as follow-up # 1 for mfg. Report # 9681834-2014-00147 to provide additional information regarding evaluation of the returned sample.